Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info (including x-rays and medical records) was requested. If add'l info becomes available, the eval summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 6570-0-436, lot # 34178801, description: delta v-40 ceramic head 36/-2,5. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.

Event description:
It was reported that, 'dr. Did a washout for possible infection. Liner/head exchange. Outcome: new liner, new head."